Event description:
The pt was transferred from a community hosp. Alarms sounded from the pump and the iab leaked. Iabp as discontinued. The dr had difficulty removing the iab. After surgery to remove the iab for more than two hrs, a portion of the iab was removed and the remainder was left inside the pt. On 8/3/98, datascope was notified the following info: the iab was inserted into the pt on 7/23/98. On 7/26/98 at 3:00, the iab leaked. The dr had difficulty removing the iab. The balloon was cut and left inside the pt. Anticoagulant was discontinued 2 hrs later. Also, it was reported that the pt had a stroke. On 8/6/98, datascope was notified that the pt was going to be released from the facility with the dr's approval with a portion of the iab in the pt. The facility would not release the portion of the iab that was removed at this time. On 8/7/98, the following was reported to datascope: the iab was placed into the pt at another local hosp. Difficulty was encountered inserting the iab. The pt was then transferred to crmc on 7/26/98 for open heart surgery which took place that afternoon. Around 2-3 am on 7/27/98, blood was noted in the extracorporeal tubing and the dr was notified. The dr attempted to remove the iab at bedside and was unable to. The pt was taken to surgery for surgical removal of the iab. In the or, after opening the insertion site further, the iab was pulled back as far as possible before it became stuck. It appears that the balloon got stuck at the opening of the iliac artery where it joins the aorta. The dr felt that there was too much plaque in the aorta to risk opening the aorta any more so he cut the iab about 1" below the iab marker and "fixed" the iab in place so it would not migrate. At this time, a fem-fem bypass was done, during the next several days, the pt developed a coagulopathy and thrombocytopenia. On 7/29/98, the pt lost pulse in the left leg and returned to surgery for an axillo-fem-fem bypass. On 7/31/98, the pt again had circulatory problems and went back to the or for an aorto-fem-fem bypass. It was believed that the iab was entrapped due to plaque and that the pt's circulatory problems are secondary to her poor vascular satus combined with the coagulopathy and not due to flow obstruction secondary to the iab. It was believed that the iab was not the sourve of emboli. On 8/5/98, another physician was contemplating taking the pt back to surgery and removing the iab but no decisions were made. On 8/7/98, the following was reported to datascope: on 8/5/98, the pt took a turn for the worse and ended up being re-intubated. The pt expired on 8/6/98 at about 2 am. On 8/14/98, datascope was notified that the iab would be returned. On 8/20/98, datascope was notified that the pt had subsuequent surgeries for bilateral lower extremity ischemia and attempted removal of that iab. The surgeon was unable to remove the balloon which was caught at the level of juncture of iliac artery with aorta. The pt went on to expire on 8/6/98 and the contact reported that the pt's death was a direct consequence of the iab or iab therapy. On 8/28/98, the following was reported to datascope: the iab was inserted into the pt on 7/24/98 and the event occurred on 7/26/98. The pt eventually expired on 8/6/98 with the iab still inside her. The unretrieved portion of balloon remained in the pt. It is unknown if the pt's death was iab related. [Event complications]: entrapped/surg removed-reported 7/28; stroke-reported 8/3; death-8/7. [Pt's current status]: expired - reported 8/28 & 8/7.